Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set tubing separated during use. The following information was provided by the initial reporter: it was reported by the customer that the tubing set came apart while it was being hung.

Manufacturer narrative:
H6: investigation summary: a 2441-0007 set was received and tested by our quality team. The separation above burette was immediately noticed and the customer's complaint was verified. After visual analyses using microscope, the root cause was found to be a lack of solvent applied/ improper use of fixture when the tubing to burette portion was assembled. The manufacture has been notified of this issue and a quality memo has been implemented to eliminate further occurrences of this failure. A device history record review for model 2441-0007 lot number 22045596 was performed. The search showed that a total of 10,503 units in 1 lot number was built on 08apr2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set tubing separated during use. The following information was provided by the initial reporter: it was reported by the customer that the tubing set came apart while it was being hung.